Event description:
It was reported that there was a warning for low atrial impedance, which had been slowing declining for the past approximately 15 months. It was also reported that the device longevity was less than expected. The atrial lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694758 lead, implanted: (B)(6) 2006. A 310f29 tissue valve, implanted: (B)(6) 2005. (B)(4).